Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown zimmer implant was returned for investigation. Visual evaluation of the as returned implant identified, fractured collar, damaged threads and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured. Pre-existing condition noted on the per was moderate bone density type ii. The reported device had been placed on tooth # 19 for approximately 10 years. X-ray or picture images were not provided. As a result, bone loss could not be verified. DHR and complaint history reviews could not be verified since the lot number associated to the unknown implant was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. January post market trending was reviewed and there were no actionable trends or corrective actions for the reported events or device. Therefore, based on the available information, device malfunction did occur and the reported event of implant fracture was confirmed. However, bone loss could not be verified since x-ray or picture images were not provided by the customer. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown zimmer implant fractured and it was removed at tooth location 19. Bone loss was also reported. Site was bone grafted.